Manufacturer narrative:
(B)(4) information was received via (B)(4). The report indicated that the patient died, but that the product problem was not the cause, therefore both this report and the original user report have been classified as a malfunction.

Event description:
It was reported that during attempt to place a femoral arterial line for bp monitoring, the guide wire started to fray and could not be advanced. Attempts to pull the wire back were unsuccessful. The needle was removed but the frayed wire remained in the patient. The patient expired, but this was not the cause of death.

Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. The device history record review was performed and did not reveal any manufacturing related issues. The probable cause of the guide wire unraveling could not be determined based upon the information provided and without a sample. No further actions will be taken.